Event description:
It was reported that during the initial set up, the battery for the cardiosave intra-aortic balloon pump (iabp) would not charge. It is unknown if there was any patient harm/injury; however there was no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated that iabp unit and observed that the iabp unit was not completely latched into the cart. The stm latched the console into the cart and observed proper charging. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during the initial set up, the battery for the cardiosave intra-aortic balloon pump (iabp) would not charge. It is unknown if there was any patient harm/injury; however there was no adverse event reported.